Manufacturer narrative:
The product with event logs were received, and the investigation was completed. Device history record review was completed, and pump passed all post-sterile inspection checks. Pump stop: clinical details note that on the sixth day of cp operation, the pump suddenly stopped working in the intensive care unit, displaying p-0. Pump was successfully replaced. Data log review showed stable pump metrics until a motor current spike and mch pump stop. The pump was turned back on successfully for about 3 minutes before stopping with a motor current spike again. There were multiple attempts to restart the pump, but they were unsuccessful. The product was returned and evaluated. There were biomaterial and foreign material observed wrapped around the base of the impeller. The foreign material was blue and cylindrical, and it was threaded up into the cannula. The foreign material was not a fiber. The cause of the pump stop was biomaterial/foreign material ingestion since biomaterial and foreign material was found wrapped around the base of the impeller and data logs showed multiple motor current spikes. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.

Manufacturer narrative:
Additional information noted the impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed. Correspondingly, sections d9: device received by manufacturer with receipt date and h6: investigation type, findings and conclusion codes were updated accordingly.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support and had a pump stop. The impella cp and extracorporeal membrane oxygenation therapies were ongoing for the postcardiotomy cardiogenic shock after the ventricular septal defect surgery. The pump was supporting the patient when suddenly there was an unexpected pump stop, displaying p-0. Attempts to restart the pump at the same assist level as before the shutdown and by cycling the power were unsuccessful. Therefore, the impella cp was explanted and replaced with a survived outcome.

Manufacturer narrative:
Patient-specific information a4: weight is unknown. Device status: the impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿